Event description:
It is reported that the patient was revised due to loosening. It is also reported the patient underwent a closed manipulation on (B)(6) 2008.

Manufacturer narrative:
Primary operative notes indicate the cement was allowed to cure with the knee in slight flexion and longitudinal compression. Excess cement was removed. Operative notes confirm the patient underwent a closed manipulation under anesthesia without complication. Revision operative notes confirm sepsis. One broth culture was positive for coagulase-negative staphylococci. Preoperative bone scans were "only positive on the tibia." The tibial component reportedly loosened and was explanted. The patella was reportedly worn. Upon assessment, it was found to be stable and not removed. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Root cause is unknown at this time. This event was previously reported on manufacturer report #1822565-2012-02167.